Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
This occurred during removal of the PICC line. It was line day 7. There was no tension placed on the line when this happened. The rn had just removed the dressing and was just placing her sterile vaseline in place to begin to pull out the line when it broke off. The rn stated she did not have tension on the line at the time and was very surprised when it fell off. There was no patient harm

Event description:
This occurred during removal of the PICC line. It was line day 7. There was no tension placed on the line when this happened. The rn had just removed the dressing and was just placing her sterile vaseline in place to begin to pull out the line when it broke off. The rn stated she did not have tension on the line at the time and was very surprised when it fell off. There was no patient harm.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed the silicone extension was detached from the catheter tubing just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which is indicative of a tensile force applied to the catheter. The event description from the customer stated the breakage was observed after removing the dressing. A definite root cause for the breakage is not certain. Possibly tape strips were placed on the catheter tubing, as the IFU cautions against, which compromised the strength and integrity of the catheter. There have been no other complaints regarding this issue with this lot number. Since there is a possibility, the reported issue was due to an event within the user environment and there have been no other complaints with this lot number, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
This occurred during removal of the PICC line. It was line day 7. There was no tension placed on the line when this happened. The rn had just removed the dressing and was just placing her sterile vaseline in place to begin to pull out the line when it broke off. The rn stated she did not have tension on the line at the time and was very surprised when it fell off. There was no patient harm.